Manufacturer narrative:
After re-review of all information received it was determined this event is not reportable. Based on the information obtained, this event is not considered reportable and this correction is being submitted.

Event description:
It was reported 26mm 4600t tricuspid ring was explanted after implant duration of one (1) year, 11 months, due to dehiscence. The explanted ring was replaced with another 26mm 4600t tricuspid ring that was explanted at implant and replaced with a non-edwards valve.the patient also underwent re-do mitral valve replacement during the operation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. Refer to 2015691-2025-07789 for re-do mitral valve replacement information related to this operation.

Manufacturer narrative:
Added information to h2, h3, h6. H3. Device evaluation customer report of dehiscence was unable to be confirmed through visual observations. As received, the ring exhibited heavy host tissue overgrowth. X-ray demonstrated ring intact. Multiple sutures remained attached around the sewing ring.